Event description:
This companion 2 driver was not supporting a pt. During a routine system check, it was observed that when companion 2 driver sn (B)(4) was switched on, the initial syncardia logo screen stayed on the display and it was not possible to view the menu. A loud noise was heard, the driver was pumping, but could not be turned off unless the power plug was disconnected and the external batteries were removed.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation, and the results of the investigation are provided in the investigation report attached hereto. The reported issues were verified in the lab at syncardia. During initial checkout of the driver, while the driver was connected to a pt simulator (mock tank), a malfunction occurred and the driver did not boot up properly. The driver display showed different reboot configurations and the internal buzzer sounded. During this time, the drier continued to pump with adequate driveline pressures, beat rate, and measured cardiac output. The root cause of the reported issue was a malfunctioning micro secure digital (sd) card, which plugs into the single board computer. A new micro sd card from a different lot programmed with gui software version 1.0.2160, was installed into the driver, and no further boot-up issues were observed. The functional assessment was performed over two hours, with an additional 48-hour-burn-in period. The functional assessment also included numerous power on/off cycles of the driver. This alleged failure mode poses a low risk to a pt because the issue was observed during initial boot-up while performing a system check, when the companion 2 driver was not supporting a pt. In addition, this alleged failure mode would not prevent the companion 2 drier from performing its life-sustaining functions. Syncardia has initiated an investigation with a consulting software development firm to determine a root cause for the performance issues caused by the original micro sd card. This investigation will be tracked in syncardia's nonconformance (ncr) process. Syncardia has completed its evaluation of this complaint and is closing this file. Overall conclusions: the companion 2 driver, sn (B)(4), was returned on customer experience 1157, at which time the customer complaint was verified at syncardia. During the initial checkout of the driver, a malfunction occurred and the driver did not boot up properly. The driver display showed different reboot configurations on the display and sounded the internal buzzer. The driver operated continuously to provide the life sustaining function during the observed malfunction with adequate driveline pressures, beat rate, and measured cardiac output on the donovan mock circulatory tank. The driver was not supporting a pt when the issue was observed. The probable cause of the driver boot up issues is a suspect micro sd card or data file structure on the micro sd card. The micro sd card containing the released gui software was replaced and the driver functioned properly with no boot up anomalies or touchscreen hesitation observed during the entire functional assessment that included run time of over 2 hours and a 48 hour burn in period. The functional assessment also included numerous power on/off cycles of the driver. Ncr-2423 was initiated to track the micro sd card evaluation by sterling medical devices, a software development consultant firm, to determine a root cause of the performance issues caused by the original micro sd card. The driver will be serviced in accordance with mfg-214 rev 002, companion 2 driver service procedure, along with replacement of the micro sd card prior to being released to finished goods.